Event description:
It was reported the rigid video scope had a dark picture. The issue occurred during preparation for use for a diagnostic laparoscopy procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 component code - should be imager. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on distal edge, cracks on side of video connector (vc), and light transmission 15 < 18 failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a dark picture. The issue occurred during preparation for use for a diagnostic laparoscopy procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.